Manufacturer narrative:
Unit evaluated and repaired by the distributor

Event description:
It was reported by the distributor that the siderail latch was not working properly due to debris, potentially resulting in a false latch situation. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.